Event description:
It was reported that the patient was not able to adjust the stimulation with the patient programmer. The display showed the "call your doctor" icon. The patient reported a power on reset (por) condition. If the por message was informational, it should be able to be cleared with the patient programmer but if it was a warning por message, it would need to be cleared with the physician programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).